Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device states unit will not power on, until patient unplugs and plugs unit CPAP machine service required is message. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the pca with burned components, device has contamination. There was two error has been identified. The device was scrapped.